Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the patient had a cannulated venous access since the previous day; during the administration of therapy, the infusion pump alarm was activated and, on assessing and removing the device, a catheter fracture was observed. In addition, signs of phlebitis (erythema and local pain) were observed at the puncture site, with no evidence of fragment retention or other immediate complications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.